Event description:
The hospital reported that during a coronary artery bypass procedure, the delivery tube on the heartstring proximal seal system came off when the plunger was depressed. The operation was extended for 50 minutes. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010, for investigation. A medical assessment was performed, and in this particular case, the pt did not have any reported health consequences. A device lot history review was performed, and there were no non-conformities which could be attributed to the reported failure mode. A supplemental report will be submitted when the investigation is completed. (B) (4).